Event description:
Customer reported that they have a faulty battery that's flashing red. Customer also indicated that they followed the battery management program of reconditioning the batteries every month. No adverse event reported.

Manufacturer narrative:
Device has not yet been returned for evaluation. A supplemental report will be filed if the device is returned.